Event description:
Account obtained two low pt creatinine results that were higher when repeated. Initial results were 1.2 and 0.9 mg/dl. The first sample repeated as 1.7/1.8 mg/dl and the second sample repeated as 1.4 and 1.4 mg/dl. The incorrect results did not impact pt treatment. The field svc rep was unable to determine a cause for the discrepant results.